Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was cardioverted for atrial fibrillation and immediately post cardioversion, there was significant oversensing noted on the right ventricular (rv) lead. Noise was also visible on electrograms. The implantable cardioverter defibrillator (ICD) was deactivated and continuously checked over the next hour; oversensing continued to be noted. A lead issue was suspected but the physician requested the ICD be looked at as well due to a possible sensing problem. The ICD was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.